Event description:
It was stated that the customer was hospitalized twice in one day for diabetic ketoacidosis, with blood glucose levels of 488 and 231 mg/dl. The customer was vomiting and was spilling large ketones. The customer's mother wanted the insulin pump replaced. The mother also stated that the reservoir compartment was filled with insulin, even though there was no reservoir in it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.